Manufacturer narrative:
Release bar.

Event description:
It was reported by service report that the breakaway head section would not lock into the raised position. No pt involvement or adverse consequences are reported.